Event description:
Out of box overdelivery reported. The in-coming pump was tested by biomedical engineering using protocols. With expected delivery of 20.0 ml, the device consistently delivered 22-23 ml. Device spec requires delivery to be +/-4%. No pt involvement occurred.